Event description:
It was reported that the patient started rewarming about 2 hours ago in an arctic sun device, but instead of warming was getting colder. Nurse stated they cooled to 34.2c but now the patient was 33.9c. Device reads to rewarm from 34c at 0.35c/hr, water temperature (wt) was 26.9c, flow rate (fr) was 1.8lpm. Another nurse told that the device always takes a few hours after rewarm had started before it starts to rewarm the patient. Rewarm from was 34c and cool target was 34c. Asked nurse to send a copy of the graph. Approximately an hour ago the rewarm from temperature was adjusted back to 34c. Asked nurse to not make any further adjustments to the device. The device was responding appropriately. The current target temperature was 34c and the patient was 33.9c. In an hour the patient should be approximately 34.35c. Provided cell for nurse to call back with any questions or concerns. No further calls.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient started rewarming about 2 hours ago in an arctic sun device, but instead of warming was getting colder. Nurse stated they cooled to 34.2c but now the patient was 33.9c. Device reads to rewarm from 34c at 0.35c/hr, water temperature (wt) was 26.9c, flow rate (fr) was 1.8lpm. Another nurse said that the device always takes a few hours after rewarm had started before it starts to rewarm the patient. Rewarm from was 34c and cool target was 34c. Asked nurse to send a copy of the graph. Approximately an hour ago the rewarm from temperature was adjusted back to 34c. Asked nurse to not make any further adjustments to the device. The device was responding appropriately. The current target temperature was 34c and the patient was 33.9c. In an hour the patient should be approximately 34.35c. Provided cell for nurse to call back with any questions or concerns. No further calls.

Manufacturer narrative:
The reported issue was confirmed. Root cause of the reported issue is unknown. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use under baw2800548 rev 3 and baw2800424 rev 2 are found to be adequate. Correction: h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient started rewarming about 2 hours ago in an arctic sun device, but instead of warming was getting colder. Nurse stated they cooled to 34.2c but now the patient was 33.9c. Device reads to rewarm from 34c at 0.35c/hr, water temperature (wt) was 26.9c, flow rate (fr) was 1.8lpm. Another nurse told that the device always takes a few hours after rewarm had started before it starts to rewarm the patient. Rewarm from was 34c and cool target was 34c. Asked nurse to send a copy of the graph. Approximately an hour ago the rewarm from temperature was adjusted back to 34c. Asked nurse to not make any further adjustments to the device. The device was responding appropriately. The current target temperature was 34c and the patient was 33.9c. In an hour the patient should be approximately 34.35c. Provided cell for nurse to call back with any questions or concerns. No further calls. Per follow up information received via task on (B)(6) 2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
Correction: b, d, g. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient started rewarming about 2 hours ago in an arctic sun device, but instead of warming was getting colder. Nurse stated they cooled to 34.2c but now the patient was 33.9c. Device reads to rewarm from 34c at 0.35c/hr, water temperature (wt) was 26.9c, flow rate (fr) was 1.8lpm. Another nurse told that the device always takes a few hours after rewarm had started before it starts to rewarm the patient. Rewarm from was 34c and cool target was 34c. Asked nurse to send a copy of the graph. Approximately an hour ago the rewarm from temperature was adjusted back to 34c. Asked nurse to not make any further adjustments to the device. The device was responding appropriately. The current target temperature was 34c and the patient was 33.9c. In an hour the patient should be approximately 34.35c. Provided cell for nurse to call back with any questions or concerns. No further calls. Per follow up information received via task on 03apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.